Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced low blood glucose (bg) levels (as low as 32 mg/dl) due to a change in physical activity and adjustments needed to pump settings. Customer consumed carbohydrates and glucose tablets to address the low bg levels. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.